Event description:
During an l5/ s1 surgery, a coroent xlr implant was used in conjunction with two 5.5 x 20 mm screws in the l5 vertebral body and one 5.5 x 20 mm screws in the l5 vertebral body and one 5.5 x 22.5 mm screw in the s1 vertebral body. Final x-rays were taken and no issue was observed with the placement of the screws or the cage. Post-operatively, the patient developed lower leg pain but retained full sensory and motor function. A CT scan revealed a 1mm breach of the posterior l5 wall near the l5 nerve root. Revision surgery was performed on (B)(6) 2011 to correct.

Manufacturer narrative:
(B)(4). Revision surgery has occurred but explanted product has not been received by nuvasive as of this report date. No product evaluation has occurred. Should the device be received, investigation will resume and any pertinent information will be filed in a subsequent report.